Event description:
The customer reported a few mls of fluid leaked from the baths of the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer stated that the hemoglobin (hgb) lamp was completely off. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a clog in the tubing through pinch valve (lv14), which caused the white blood cell to overflow. The fse cleaned the tubing and the instrument performed without any leaks. The fse also replaced the hemoglobin (hgb) lamp due to the hemoglobin (hgb) lamp did not turn on. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).